Event description:
It was reported that post operatively, it was noted 7 to 10 days post insertion that the patient presented with a nasal infection. It was further reported that the product had not disintegrated as expected. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product used/implemented in patient.

Event description:
It was reported that post operatively, it was noted 7 to 10 days post insertion that the patient presented with a nasal infection. It was further reported that the product had not disintegrated as expected. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded by customer